Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist attempted to open the front panel of the 8000 base to inspect and potentially access power cable to pumps and the stop lines, but the panel was jammed and could not be opened, while troubleshooting another issue. The user facility's biomedical engineer (biomed) was troubleshooting the issue during non-clinical activity and could not get the door opened on the unit. The biomed broke the latch off when he pried it open and the latch was not save to be returned to the MFR.

Manufacturer narrative:
The field service rep (fsr) replaced the broken latch. The fsr completed the preventative maintenance and the unit operated to MFR specs and was returned to clinical use. This MDR is related to MDR #1828100-2013-00061. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.